Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient (B)(6) received a trial scs system which included a surgical lead and two lead extensions. It was reported the procedure took place without complications. Three days following the procedure, the patient returned to the hospital due to weakness and pain in both lower extremities. A CT scan identified a narrowing of the spinal canal. The lead and extensions were subsequently explanted. The patient remained in the hospital. On (B)(6) 2013, it was reported that the patient's symptoms had not improved. On (B)(6) 2013, it was reported that the patient had been discharged from the hospital a few days prior (exact date unknown). Follow up information revealed that the patient was okay and able to move his/ her legs. It was noted that the symptoms are not considered permanent.